Event description:
We received an mdv from another country's competent authority, the details are vague to use at this point, however, it appears that during some sort of procedure, portions of 2 bioknotless anchor inserter's distal tips broke off into their anchors. At this point in time, this is all of the detail of event that have been made available to mitek. Subsequent correspondence with the event reporter, the reporter states that the following statement is accurate and true: "during an arthroscopic shoulder repair, a portion of the distal tips of two bioknotless inserters broke off into their anchors and remain captured therein. The procedure was completed successfully without further incident or harm to the pt." Also see associated MDR 1221934-2008-00316.

Manufacturer narrative:
Although the complaint device has not yet been received for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion, is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. When the device is received, a failure analysis will be conducted, if the results of said investigation differ from the above hypothesis, a follow up report reflecting the failure analysis conclusions will be filed.